Manufacturer narrative:
(B)(4). D6a: date implanted ¿ 1998. D10: unknown m2a cup. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
The customer reported that cobalt and chromium levels have steadily increased approximately 28 years post-implantation. It was noted that the implants are still functional and the patient is pain-free. Due diligence is in progress for this complaint; to date no additional information or product has been received.